Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the reservoir compartment area was broken off. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with dog chew marks. Unable to perform any test including the displacement test. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.